Event description:
Depuy knee replaced 2009, got nickle poisoning from knee replacement, continued pain and problems until knee revision in 2012 and 2013 still having pain and other problems. Lawyers say can't sue depuy, because approved device by FDA. Four operations on same knee and don't know if this last one will work it has only been four months and I hope it will work.